Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint regarding a patient that had surgery for scoliosis a while ago. She felt that when she threw a bag over her arm the other day, that she heard a crack. She called her hospital in (B)(6) that x-rayed her and according to that it seemed like a screw in the right side had broken 1 cm from the tip. I spoke to her operator that works in (B)(6). He will meet with her within a month and get back to us with more information.